Event description:
It was reported that pump displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was given instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.